Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had close door insert clamp error when inserting IV line, occurred when clamp was inside holder during delivery in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction a1 correction b5: it was reported that a spectrum iq infusion pump had a "close door, insert clamp" error when inserting the IV line. It happens when the clamp is inside the holder. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Correction: f10/h6: health effect - impact codes. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported issue was not reproduced due to a system error 320 "latch switch error" occurring. A review of the event history log revealed ''shut door - power off" messages which confirms the issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty lower latch switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.